Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac vein. Following stent placement, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation and was initially inflated at 5 atmospheres. However, during the second inflation at 4 atmospheres, the balloon ruptured. The device was pulled out and it came out intact. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.